Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. As the reported difficulties could not be confirmed during return analysis testing, it is possible that the stent was unable to be deployed due to interaction with the reported 100% stenosed lesion. Factors that may contribute to inflation issues include, but are not limited to, inflation technique, contrast concentration, patient anatomical morphology, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with 100% stenosis in the circumflex (cx) artery. Pre-dilatation was performed with a 2.0 x 12mm unspecified balloon. A 2.25 x 18mm rx multi-link stent delivery system (sds) was advanced to the target lesion; however, after inflating the balloon, the stent failed to remain open indicating a failure to deploy. The stent was not implanted and a new 2.25 x 15mm xience alpine sds was deployed at 18 atmospheres to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.